Event description:
New information reported that all the leads and device were explanted on (B)(6) 2021. It was noted that the right atrial lead was damaged during extraction procedure and exhibited low impedance, therefore it was also explanted. The patient was asymptomatic throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-16084. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator and right ventricular lead exhibited oversensing noise and double counting. Programming changes were performed. The patient was in stable condition.